Event description:
It was reported to boston scientific corporation in 2006 that an autotome rx sphincterotomes was used during a procedure the same day. (Patient gender, age and weight unknown) according to the complaint, tip was barbed after it was removed from package. The case was completed with another autotome rx sphincterotome. There was no patient involved as the issue was discovered during unpacking.

Manufacturer narrative:
A visual evaluation found that the distal tip appeared to be cracked. A microscopic evaluation found that the distal tip was not split. The tip was found to be in one piece and fully formed. The distal end had the paint scraped and peeling off of it. The distal 0.5 millimeters of the leading edge had been scraped. A lot history search was performed and revealed no other complaints reported against lot number 9057881. A review of the device history record revealed no anomalies. Customer complaint confirmed.